Manufacturer narrative:
Initial.

Event description:
It was reported that during a breakfast meal announcement the ilet displayed insulin leaking from the cartridge/reservoir, after which the user experienced persistent hyperglycemia with a highest blood glucose of 255 mg/dl confirmed by meter; an infusion set using teflon in the abdomen and a dexcom g7 continuous glucose monitor (cgm) sensor were in use, and the connector piece lot was provided. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and a full supply change was performed with insulin delivery resumed, after which glucose trended down to 148 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.